Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patients representative has reported that the patient keeps dying, like they are fading in and out and they think its because of their leadless implantable pulse generator (ipg). Leadless ipg remains in use. No further patient complications have been reported as a result of this event.